Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed the patient's right ventricular (rv) lead was oversensing noise resulting in pacing inhibition. Programming changes were made to resolve the oversensing. The patient was in stable condition.